Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal idler was damaged. There was no damage to the clevis. The surface of the distal pulley exhibited scratches. Failure analysis investigation also found that both of the bipolar pins were bent towards each other and were loose. The chassis feature that acts as a hardstop for the pins was not broken. The instrument passed electrical continuity testing. It was concluded that the damage to the bipolar pins was likely due to mishandling/misuse. No other damage was not found.

Event description:
It was reported that during set-up of a da vinci surgical procedure, the cable on the maryland bipolar forceps instrument was noted to be broken. No missing or fallen pieces were reported.